Manufacturer narrative:
Pump passed the displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 5632 file number 2005 due to a software error. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint at u1 ambient light sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed multiple insulin pump errors. Customer was able to successfully clear the alarms and also complete the insulin pump rewind. Customer also performed self test which the insulin pump passed. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.